Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon filled, but the cuff itself did not inflate. She opened another trach and luckily it would fully inflate. The trach that lasted 24 hours was taken out and she reinflated the cuff and only one side of the cuff would inflate. Her daughter gone through three traches in less than 72 hours. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations.